Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user's hearing sensation with the device was lost suddenly since about a month ago. Re-implantation has been suggested.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. In addition, damage to the active electrode array, due to undetermined reasons, was observed during explantation. However, to determine and confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly, the user's hearing sensation with the device was lost suddenly since about january 2020. The user has been re-implanted. Despite requested, the explanted device could not yet be returned for investigation.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary.

Event description:
Reportedly, the user's hearing sensation with the device was lost suddenly since about a month ago. Re-implantation has been suggested but no date has been scheduled so far.

Manufacturer narrative:
Conclusions: the device investigation found that the device was not working according to specification. However, the device has been inadvertently damaged during residual gas analysis. Based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
Reportedly, the user's hearing sensation with the device was lost suddenly since about (B)(6) 2020. The user has been re-implanted.